Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from the (B)(6) of peritonitis in a (B)(6) male coincident with the administration of dianeal pd2 unknown bag and extraneal viaflex therapies. On (B)(6) 2009, the patient began treatment with dianeal pd2 unknown and extraneal viaflex therapies (doses, frequencies not reported) intraperitoneally (ip) for continuous ambulatory continuous peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis and was subsequently admitted to a hospital. Remedial treatment included ceftazidime and cafazolin (dose, route and frequency not reported). By the time of reporting, the event of peritonitis was not resolved and the patient was still hospitalized. Action taken with dianeal pd2 unknown bag and extraneal viaflex was not reported. A causality assessment was not provided.

Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.